Event description:
Boston scientific crm received information that medical intervention occurred due to suspected pocket infection. Dislodgement of this right atrial lead was suspected, as evident by the loss of capture and sensing. A revision procedure to correct this dislodgement was planned. There is no allegation against device functionality. The system remains implanted to date. The type of intervention performed, if any, is unk.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.